Event description:
It was reported that a patient¿s ilet touchscreen became unresponsive, functionality was restored through troubleshooting, and after a restart the device displayed ¿ilet malfunction alert 57,¿ which did not recur after a subsequent restart. Symptoms included no reported adverse clinical effects. Outcomes included no interruption of therapy requiring medical intervention and no alarms persisting after resolution. Investigation included technical troubleshooting with device restarts and education provided to the patient. Investigation of this case revealed the touchscreen responsiveness returned and the malfunction alert cleared after reboot without recurrence. It was concluded that the event was a transient device malfunction related to the user interface that resolved with restart, with no clinical impact.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.